Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to a startright representative of high blood glucose of over 500 mg/dl and treated with manual injection. Troubleshooting found that customer was having site issues and was advised to change the site every 2 to 3 days. Customer declined to be transferred to the helpline and declined further troubleshooting.